Event description:
The customer reported via phone call that they experienced a high blood glucose of 400 mg/dl. The customer stated they did not drop their insulin pump. Customer's drive support cap was not damaged. The settings on the customer's insulin pump was accurate. It was also found insulin pump did not exit from the tubing. Customer stated there was not a low blood glucose event prior to the high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.